Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04563, 2938836-2019-04568. It was reported that the patient received multiple inappropriate shocks. Patient tachycardia zones dropped post ventricular tachycardia. The patient expired. The physician did not think the shocks caused the death. It was reported that the cause of death was unknown. The patient had progressive small cell cancer. No further information is available at this time.